Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 07/20/2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found that the front enclosure was cracked. The physical damage found during visual inspection is unrelated to the reported complaint of the platform displaying a "system error, out of service, revert to manual CPR" message. A review of the platform's archive data was performed and found one occurrence of a system error code 132 (internal watchdog timeout) on the reported event date of (B)(6) 2015, thus confirming the customer's reported complaint. The reported "system error" message was also duplicated when the returned platform was turned on for functional testing. Further investigation found that the processor board was defective. Based on the investigation, the parts identified for replacement were the processor board and the front enclosure. In summary, the customer's reported complaint of the platform displaying a "system error, out of service, revert to manual CPR" message was confirmed during review of the platform's archive data and was also replicated upon functional testing. The root cause of the "system error" message was determined to be a defective processor board. The physical damage found during visual inspection is unrelated to the reported complaint. The platform is a reusable device and therefore, these types of physical damage can occur due to normal wear and tear and/or physical abuse. After replacement of all the parts identified during investigation, the platform passed all final functional testing.

Event description:
It was reported that during a shift rotation, the autopulse platform displayed a "system error, out of service, revert to manual CPR" message upon power on. No patient involvement was reported. No further information was provided.